Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital and that the lvad system was producing intermittent high flows. It was reported that the elevated readings were thought to be related to the inflow cannula facing the lateral wall of the heart. The echocardiography ramp study, and hemolysis labs were negative. There were no major changes to the patient's weight to account for the change in cannula position; however, it was reported that the left ventricle was smaller than on previous echocardiogram tests. It was determined that the patient did not have an obstructive thrombus based on the echocardiography ramp study, normal lactate dehydrogenase, and right heart catheterization showing that the patient was well supported. The system controller was exchanged to see if a software issue could have been attributing to the high powers; however, the lvad powers and flow estimations remained intermittently after the system controller was exchanged. It was reported that the patient was discharged to home and is doing well.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the report of elevated pump power and flow, and a malpositioned inflow conduit, could not be conclusively determined. The device remains in use supporting the patient with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.